Manufacturer narrative:
H3 other text : device is still implanted.

Event description:
On 02 oct 2021, a perceval valve (unknown model # and serial #) was implanted in a patient. Since dysfunction of the valve was noted, reoperation might be performed. Either thrombus or infection is suspected. No further information is available.

Manufacturer narrative:
The manufacturer attempted to retrieve additional information on the event and the device involved. However, no further information was provided. Since the device was not returned to the manufacturer (still implanted), and device serial # not identified no investigation is possible at this time. Based on the limited information available, the definitive root cause of the reported event cannot be established at this time. Since no confirmation of device explant was received and the serial number is unknown, manufacturer is unable to perform any additional investigation on the device. Should further information be received in the future, a follow up report will be provided.